Event description:
The patient had an infection and the pathogen is unknown. At about 6 months from the primary the surgeon performed a wash out, and removed all implants, and implanted an antibiotic hip spacer. The surgery was successfully completed.

Manufacturer narrative:
Batch reviews performed on 03 september 2025: stem: m-vizion 01.22.132 distal stem ø13mm l 180mm straight (k191816) lot: 2303781: (B)(4) items manufactured and released on 02-nov-2023. Expiration date: 2028-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: stem: m-vizion 01.22.403 proximal body ø20mm l 60mm std with holes (k201471) lot: 2115467: (B)(4) items manufactured and released on 22-mar-2022. Expiration date: 2027-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 (k112115) lot: 2430510: (B)(4) items manufactured and released on 15-nov-2024. Expiration date: 2029-nov-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3648hct mpact flat liner hc 36/f l (k103721) lot: 2415572: (B)(4) items manufactured and released on 17-jun-2024. Expiration date: 2029-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 3d metal 01.38.356mh mpact 3d metal shell multi hole thin ø56mm (k202568) lot: 2212482: (B)(4) items manufactured and released on 4-aug-2022. Expiration date: 2027-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0030 cancellous bone screw ø 6,5 l30 (k200391) lot: 2417197: (B)(4) items manufactured and released on 16-jul-2024. Expiration date: 2029-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0030 cancellous bone screw ø 6,5 l30 (k200391) lot: 2423374: (B)(4) items manufactured and released on 25-sep-2024. Expiration date: 2029-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.